Event description:
It was reported, "scorpio nrg tka was revised due to the infection after three years from the primary operation."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.